Event description:
It was reported that the catheter was kinked and needed to be replaced. Additional information has been requested and a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4).